Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during femoral endarterectomy procedure, the suture broke once the surgeon tried to make a knot. In addition, the surgeon found out that there was bleeding in some point. To resolve the issue, the surgeon apply an extra suture to stop bleeding and used another device in order to complete the case. There was no patient injury.